Event description:
According to the reporter, during procedure the needle broke off the suture. New suture was used to resolve the issue in order to complete the case, no harm to patient patient status- no injury.